Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a breast biopsy, the probe allegedly had foreign material at the end of the trocar tip. Another probe was used to perform the procedure. There was no patient involvement.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there is no indication that the reported event is manufacturing related. Visual inspection: the probe was returned clean with the aperture approximately 97% closed. The vacuum chamber was not returned. No other anomalies were identified. The cutter and needle tip were examined closely under magnification and no material fragmentation were observed. There was no evidence of skiving or damage to the cutter or cannula. Slight skiving or score marks were noted to the tip protector. Lot samples: the probes were returned clean with the aperture approximately 95% closed. No other anomalies were identified to the probes. The cutters and needle tips were examined closely under magnification and no material fragmentation were observed. There was no evidence of skiving or damage. No skiving or score marks were noted to the tip protectors. Functional/performance evaluation: no functional testing was performed. X-ray: the probe was examined via x-ray imaging. The image attached shows both of the front stops to be intact on the front housing. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion:the investigation is inconclusive for the reported event, as the user wiped the probe prior to return, and no foreign material was found during functional testing. Per the reported event details, the user wiped the reported probe down prior to sending it in for evaluation. Therefore, the definitive root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. Labeling review:the current encor biopsy probe instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.